Event description:
The customer reported that they were experiencing an intermittent communication fail error message.

Manufacturer narrative:
The ge service rep replaced the table generator interface module. System is working as intended. The system had a series of hand control switch failure, also possible interconnect cable failure. The rep ordered a new hand control and interconnect cable to be installed.